Event description:
It was reported that 2 of the bd® needle 1 in. Single use that were not attached to the hub and came out from the other side. The following information was provided by the initial reporter: while mixing in the clean room we found few bd needles 16gx1 precision glide ref# 305197 lot # 1335575 exp# 2027/08/31. We were able to keep 2 as sample . 2 of them needle was not attached to the hub and came out from the other side of the cap ( 1 sample avilable , the other only packing is available and needle was placed in the sharp container) the other one needle was attached with bevel.¿.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 06-jun-2023. H6: investigation summary it was reported the needle was not attached to the hub and one needle was attached at the bevel. To aid in the investigation, two samples in opened packaging blisters were received for evaluation by our quality team. A visual inspection was performed. There is a needle out of the hub. The white epoxy is covering about 40% of the needle diameter and the needle has no residues of epoxy. The other sample has the needle inverted. The needle tip is in the needle hub. No other defects or imperfections were observed. These defects could occur if there was a jam at the cannulator. A device history record review was completed for provided material number 305197, lot 1335575. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the cannulator was performed. The settings were correct, and the flow of product was good. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported that 2 of the bd® needle 1 in. Single use that were not attached to the hub and came out from the other side. The following information was provided by the initial reporter: while mixing in the clean room we found few bd needles 16gx1 precision glide ref# (B)(6). Lot # 1335575 exp# 2027/08/31. We were able to keep 2 as sample . 2 of them needle was not attached to the hub and came out from the other side of the cap (1 sample avilable , the other only packing is available and needle was placed in the sharp container) the other one needle was attached with bevel.¿

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.